Event description:
Post angiogram of the deployment of the endovascular graft noted that the contralateral and ipsilateral iliac leg grafts did not cover the iliac artery to the external iliac artery. Although there was no visible sign of an endoleak, due to the size of the iliac arteries, the physician felt the need to extend the graft down to the bifurcation of the external iliac as close as possible in order to preclude future complications. An iliac leg extension was deployed distal to the contralateral leg graft and a main body extension was deployed on the ipsilateral side, adding the required length to provide full coverage of the common iliac artery. Final angiogram noted good placement of the graft extensions and patent internal iliac arteries. Please refer to 1820334-2004-00239 for additional info.